Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the implant was working but stopped working well after fall in spring 2022. The patient reports being in a car accident in 2022 as well, and sustained multiple injuries. In may 2023, the patient had 2 knee replacements, and was informed that the magnetic field would likely destroy any function left in the implant. The patient doesn't want any further interventions for the implant, including removal.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1uzcp implanted: (B)(6) 2018 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient stated that they were in a car accident 2 years ago and since then the ins was possibly "dislodged" and doesn't work anymore. It was also reported that the device has been "dead for years." Agent reviewed the potential for x-ray imaging and "normal" placement of system components. Caller had already talked to a company rep who told them to get x-rays. In a follow-up call from an hcp, they noted that "patient was in a motor vehicle accident in 2022 where their lead became dislodged." It was noted that this was confirmed with imaging and called stated the lead was back and coiled.